Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturer representative that it felt like stimulation was more in her legs and less in her back, and that stimulation felt so strong when she lies down that she is being paralyzed. The consumer kept saying that she thought "it moved" and then clarified that she thought the battery had moved. The manufacturer representative interrogated the battery and noted that contacts 3 and 5 were >10000. The representative programmed around the out of range contacts and was able to obtain coverage in the consumer's back. The representative informed the consumer she would need to speak with the surgeon to get x-rays to see if the battery had moved and if so, they could elect to reposition it surgically. The consumer wanted to wait at this time and would call the representative for reprogramming if needed. Follow-up was being conducted to determine cause and actions/interventions taken with respect to the reported issue. Indication for use included spinal pain and radiculopathy.

Event description:
Additional information was received from a rep. It was reported that the cause of the high impedance was never determined. No further action was planned per the patient as of 2016-nov-10.

Event description:
The patient reported via the company representative (rep) seven months later that she experienced a lack of coverage in the low back, shooting pain up spine into base of skull, and felt like her battery had shifted. There were no external factors that may have contributed to the event. Troubleshooting was performed. Impedance check showed two contacts on the left lead and three contacts on right lead to be >10,000. Further stated: 0<(>&<)>3 >10,000; 0<(>&<)>5 >10,000; 0<(>&<)>12 >10,000; 0 <(>&<)>13 >10,000. Attempted reprogramming to cover desired areas but with no success. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. The patient was alive with no injury.